Event description:
The customer contacted baxter's technical service center regarding a low ultra filtration (uf) alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) disconnected and the hp said that he had an unknown alarm during drain. The baxter technical service representative (tsr) reviewed the alarm log and there was a low uf. The tsr reviewed the program. Continuous cycling peritoneal dialysis and total volume (tv) equaled 11500ml and fill volume (fv) equaled 2500ml and the last fill volume (lfv) equaled 1500ml. The hp was on fill and the fill volume (fv) equaled 0ml. The hp said that he completed therapy and a couple hours later he set up with new supplies. The hp does initial drain (ID) and stops on fill, disconnects for the day and then sets up with the same supplies for night therapy. The tsr advised not to reuse supplies. The hp said that he was told to do that from the registered nurse (rn). The tsr attempted to conference the rn but there was no answer. The tsr advised them to followup with the rn and suggested that she call. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he said he has been using the clinic's homechoice machine since then. He said he would soon be getting a new homechoice machine from baxter. The writer also advised him not to be using the same supplies and advised him to contact his nurse again about that issue. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.